Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump was received with intermittent button response due to flattened esc button dome switch. No button error alarm during testing. No unlocked lcd keypad connector. The insulin pump received compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Analysis was unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test or test for motor error alarm due to compromised force sensor system alarm. The insulin pump was received with normal operating current. The insulin pump passed self test. The insulin pump passed off no power test. The motor was tested outside of the device and passed. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 8.9 mmol/l at the time of incident. The customer stated that they were able to rewind the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.